Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). The arjo representative became aware of the event with the involvement of maxi move passive floor lift. It was reported that at the time when the patient was transferred, the device unintended movement occurred. When the caregiver raised the patient above the bed, the caregiver started to pull the hoist backward, with the intention to place the resident in her chair (while the second caregiver supported the resident). At that time, the device lifting arm moved down unintendedly about 300 to 400mm. The reported movement was very fast and stopped suddenly with a loud noise. As the lifting arm moved down together with the resident, the resident scraped her leg down against the side of the bed. Once the resident had calmed down, the staff transferred the resident using the same lift, cautiously back into the chair. As a consequence of the event, the patient sustained skin tear. After the event, the arjo service technician evaluated the device. The visual inspection showed that the lift was in very good general condition. The functional test showed that the device was working without any malfunction. The arjo service technician was not able to recreate customer allegation. During the inspection, the arjo service technician noticed that one of the lift straps was loose. The possibility that lifting arm can lower without any command being given, and without identifying any product failure, is when load on spreader bar is lowered onto rigid surface/obstruction and the lowering function is still activated. This situation can create slack on the lift straps and if any obstruction or the lift itself is pulled away, the lifting arm will drop but only to the point where the lift has lowered to. There was no description of such scenario taking place by the customer. However, the service technician noticed that the lift strap was loose on the one side. Despite the effort made and test performed to duplicate the reported issue, arjo technician could not determine the cause. A customer did not indicate that the lift might have been lowered over obstruction, which blocked its movement, nor electrical fault was detected. For this reason, the exact root cause cannot be explained. In summary, the device played role in the event as it was used for patient handling during the incident. The root cause was impossible to define despite the analysis of all collected information. During the incident, the device was reported by the customer to lower suddenly and in an uncontrolled way when the emergency lowering function was activated and from that perspective, the device did not meet its performance specification. Complaint decided to be reportable as the presented complaint was associated with an unintended movement of the device, which has been considered as failure reported in abundance of caution.

Event description:
The arjo representative became aware of the event with the involvement of maxi move passive floor lift. It was reported that at the time when the patient was transferred, the device unintended movement occurred. When the caregiver raised the patient above the bed, the caregiver started to pull the hoist backward, with the intention to place the resident in her chair (while the second caregiver supported the resident). At that time the device lifting arm moved down unintendedly about 300 to 400mm. The reported movement was very fast and stopped suddenly with a loud noise. As the lifting arm moved down together with the resident, the resident scraped her leg down against the side of the bed. Once the resident had calmed down, the staff transferred the resident using the same lift, cautiously back into the chair. As a consequence of the event, the patient sustained skin tear.